Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tenaculum forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the jaws of an tenaculum forceps instrument did not open, and the instrument had a snapped wire. The procedure was completed as planned with no reported injury using a backup instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use and no damage or anything out of the ordinary was observed. The instrument did not collide with any other instrument or tool during the procedure. It was unknown if there were issues related to opening/closing of the grips or left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There were any cables visibly protruding from the distal end of the instrument. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.